Event description:
The customer called from the hospital to report that he is sick, and is experiencing high blood glucose levels. The reported blood glucose reading was 289 mg/dl. The customer stated that he was feeling weak, and was unable to move. The customer called the paramedics, and they took him to the hospital. Answered the customer's questions about the bolus wizard feature. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.